Event description:
It was reported the patient is deceased. It was further reported the patient became unresponsive at home after dialysis. The patient¿s spouse informed the emergency medical team that no resuscitation efforts were to be performed on the patient. The cause of death was provided as cardiovascular failure. The physician questioned why high voltage therapy was not provided one minute prior to the therapy that successfully terminated the ventricular fibrillation (vf) arrhythmia. Technical review of device data information noted that the device appropriately detected the ventricular fibrillation.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.